Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during surgery. Customer stated that a cesarean section was delayed for 10 minutes. Name of required medication was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer did not release during surgery. Customer stated that a cesarean section was delayed for 10 minutes. Name of required medication was not disclosed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and followed knowledge article pas 1.5.2.1 and pas 1.6.1 - accessible drawers intermittently failing to unlock. The technical support specialist deployed a software hotfix to resolve. Technical support specialist rebooted station and confirmed application is working as intended. Customer confirmed device is operational.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-jun-2021 to 26- jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not release during surgery, the system randomly froze, and screen went dim. The device medapp logs event was reviewed and medapp was configured and repaired successfully to resolve the issue and verified recovery model that was already changed to simple. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that a pyxis anesthesia es system drawer did not release during surgery, the system randomly froze, and screen went dim and it also happened while trying to load some medication. Drawers were being locked during their case and there was nowhere else to grab meds during the malfunction, which caused a 10 minute delay. The name of the required medication was not disclosed. There was no report of impact to the patient or user during this event.